Event description:
It has been reported the cot dropped from the ambulance while being removed. Although there was a patient on the, no adverse consequence occurred.

Manufacturer narrative:
Additional information found to be relevant by the manufacturer will be added to the investigation, and a follow-up MDR will be submitted.